Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer reported the alarm was resolved by a complete set change. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. It was explained to the customer the causes of blank display. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump passed the functional testing. No excessive no delivery alarms were noted. Upon visual inspection, the motor had leaking oil. The pump was monitored and no blank display was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No isolation tape damage was noted on the lcd board. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, cracked battery tube threads, a cracked case and a corroded battery tube.